Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging "the patient went to the hospital for covid, and then he returned at home with o2 (oxygen) prescription during the day and the ventilator during the night. The patient conditions decreased; a filter was added to the ventilator. The patient went into a coma due to a surplus of co2 (carbon dioxide). The patient died in the same month". The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging "the patient went to the hospital for covid, and then he returned at home with o2 (oxygen) prescription during the day and the ventilator during the night. The patient conditions decreased; a filter was added to the ventilator. The patient went into a coma due to a surplus of co2 (carbon dioxide). The patient died in the same month". The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The manufacturer received information in reference to the device. The serial number has been provided and the device information has been updated from a philip's CPAP device to a trilogy 200. This device is not part of the recall. The device has been returned to a third-party service center for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging "the patient went to the hospital for covid, and then he returned at home with o2 (oxygen) prescription during the day and the ventilator during the night. The patient conditions decreased; a filter was added to the ventilator. The patient went into a coma due to a surplus of co2 (carbon dioxide). The patient died in the same month". The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The manufacturer received information in reference to the device. The serial number has been provided and the device information has been updated from a philip's CPAP device to a trilogy 200. This device is not part of the recall. The device has been returned to a third-party service center for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. This device is to be included in the recall. The h6 device problem code and the h7 have been updated to reflect this correction.